Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was not working and high blood glucose. It was reported that they had a low battery yesterday and also had a blank screen and and had a black dot on the pump. It was reported that they had damage on the reservoir and battery area. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, operating current and self test noted. No blank display and no low battery alert noted during test. Device received with cracked belt clip slot.